Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt attached to the ventilator when failure occurred. The customer reported that the alleged malfunction was not duplicated in (B)(6) 2013. During inspection by covidien in (B)(6), the covidien customer support engineer (cse) replaced the breath delivery unit (bdu) printed circuit board (pcb) as a precaution. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).